Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
I was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Failed to retract after use. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed a quality notification (200674154) for lie distance defect. This reported defect may lead to a needle retraction failure as reported by the customer. Conclusion: although a sample was not received for evaluation, based on the quality notification raised for lie distance defect, the complaint has been confirmed for needle retraction failure. Additionally, our quality engineer also notes that it is not possible to determine the precise root cause for this incident.